Event description:
It was reported that damage to the pneumatic tap area of the pump housing caused difficulty loading cartridges. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. The customer reverted to an alternate method of insulin therapy.